Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and video provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the provided video indicates that the manometer needle returns to zero cmh2o slightly slower than expected. However, the healthcare facility further confirmed that the subject device passed performance testing and consistently displays accurate pressure readings. Conclusion: we are unable to determine the exact cause of the reported event. It was confirmed by the healthcare facility that the device displays accurate pressure readings. Each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in united kingdom reported that the manometer needle of an rd900aeu neopuff infant resuscitator would return to zero cmh2o with slow movement. The healthcare facility confirmed that the device passed performance testing and consistently displays accurate pressure readings. There was no reported patient consequence.